Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is scratches on lcd screen. The customer reported that it has been bumped up against things during normal wear to the pump. The customer reported screen is blurry and hard to read. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or display anomaly noted. The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and displays the 100 value properly on display. No unexpected weak signal alarm noted. Unit received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched display window, and scratched reservoir tube window.